Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was overheating being in room-temperature conditions. Reportedly, the customer declined troubleshooting with tandem technical support. Reportedly, there was no adverse impact to customer's blood glucose level.